Event description:
A us distributor reported that a patient was experiencing non-functional ECG messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the damaged belt.